Event description:
It was reported that during a transcatheter heart valve procedure, the valve was implanted high and upon release from the delivery catheter system (dcs), the valve dislodged. The valve was snared and a second valve was implanted. . .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, fluoroscopic evidence shows that the patient had a previously implanted bioprosthetic mosaic surgical valve, size unknown. Fluoroscopy valve load inspection was provided and confirmed a good load. It appears that three recaptures were performed, and the valve was deployed after the fourth deployment attempt. The valve was deployed very deep during the first deployment attempt, and very shallow during each consecutive deployment. Ultimately, the valve was released very shallow and significant aortic regurgitation was noted. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Furthermore, for surgical bioprosthetic valves, consider the features of the valve when determining the optimal placement of the bioprosthesis. Of note, the radiopaque eyelets of the mosaic valve are the only components visible on fluoroscopy which can contribute to positioning difficulties. Even though a snare is not visible on fluoroscopy, there is evidence that the valve was repositioned above the surgical valve; however, a snare was not left attached as it is not seen on the images after advancement of the second delivery catheter system. The second valve was implanted very deep and there was significant aortic regurgitation seen on the angiogram. A post implant dilatation was performed with minimal improvement of the aortic regurgitation. There is no evidence of any further intervention. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.